Event description:
It was reported that an edwards transcatheter bioprosthetic valve was placed inside of an existing edwards pericardial valve due to aortic stenosis after an implant duration of eight (8) years. Patient is reported as doing well.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: report of edwards aortic bioprosthetic valve stenosis. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not explanted and cannot be evaluated; therefore, the root cause of this event could not be confirmed. It was identified, through review of source documentation provided, that patient's medical history includes: cad, left ventricular diastolic dysfunction, multiple myelomas, diabetes type-2, hyperlipidemia, chronic obstructive pulmonary disease, chronic kidney disease, anemia of chronic disease, h/o deep vein thrombosis, gastro reflux,chronic pain, morbid obesity, bilateral staghorn calculi. Although the root cause of this event cannot be conclusively determined, it appears that patient related factors likely contributed to the onset of the patient's stenosis. The device history records were reviewed and this device passed all manufacturing and sterilization inspections. There have not been any allegations of a malfunction or deficiency related to the subject device. No further actions are possible with the available information.